Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device/migration of essure device: outside tube"), device breakage ("device breakage") and pregnancy with contraceptive device ("post-implant pregnancy") in a 29-year-old female patient (gravida 4, para 4) who had essure (batch no. 626909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 (27jan2005, 22mar2016, 01apr2008). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 3 months 7 days after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("pain in abdominal area"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, menstrual disorder and abdominal pain outcome was unknown. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The vaginal delivery occurred on (B)(6) 2009. The reporter considered abdominal pain, device breakage, device dislocation, menstrual disorder and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 23-oct-2008: confirmed that essure was successfully occluded. On 23-oct-2008, hysterosalpingogram revealed occlusion of both fallopian tubes, optimal position of left essure device and distal migration of the principal component of the right essure device. A small metallic fragment is noted just distal to the right isthmus. On 09-jun-2009, ultrasound revealed that the right essure microinsert is not seen, the left one is in correct position. On 10-sep-2009, findings revealed normal cervical epithelium and slight acetowhite changes to posterior glands. On 14-sep-2009, ultrasound scan revealed single iup measuring 20 weeks 1 days, no gross fetal anomalies are seen. Afi is normal. Cervix is long and closed. Posterior placenta without previa. Maternal ovaries normal. There is an echogenic linear structure noted in left interstitial portion of the uterus. This is most likely essure coil. On 18-dec-2009, findings revealed the fetus is in breech position with the placenta located fundally and anteriorly. Concerning the injuries reported in this case, the following ones were confrimed in patient¿s medical records: pregnancy with contraceptive device and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device/migration of essure device: outside tube"), device breakage ("device breakage") and pregnancy with contraceptive device ("post-implant pregnancy / pregnancy with complications") in a 29-year-old female patient (gravida 4, para 4) who had essure (batch no. 626909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((B)(6) 2005, (B)(6) 2016, (B)(6) 2008). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced anxiety ("mental anguish"). In (B)(6) 2008, 10 months 25 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On (B)(6) 2016, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("pain in abdominal area"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, menstrual disorder, abdominal pain and anxiety outcome was unknown. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The vaginal delivery occurred on (B)(6) 2009. The reporter considered abdominal pain, anxiety, device breakage, device dislocation, menstrual disorder and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008: confirmed that essure was successfully occluded. On (B)(6) 2008, hysterosalpingogram revealed occlusion of both fallopian tubes, optimal position of left essure device and distal migration of the principal component of the right essure device. A small metallic fragment is noted just distal to the right isthmus. On (B)(6) 2009, ultrasound revealed that the right essure microinsert is not seen, the left one is in correct position. On (B)(6) 2009, findings revealed normal cervical epithelium and slight acetowhite changes to posterior glands. On (B)(6) 2009, ultrasound scan revealed single iup measuring 20 weeks 1 days, no gross fetal anomalies are seen. Afi is normal. Cervix is long and closed. Posterior placenta without previa. Maternal ovaries normal. There is an echogenic linear structure noted in left interstitial portion of the uterus. This is most likely essure coil. On (B)(6) 2009, findings revealed the fetus is in breech position with the placenta located fundally and anteriorly. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy with contraceptive device and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: plaintiff fact sheet received : event added- psychological or psychiatric problems condition: mental anguish. Events onset date updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device/migration of essure device: outside tube/ migration of essure device location of device: the right isthmus"), device breakage ("device breakage") and pregnancy with contraceptive device ("post-implant pregnancy / pregnancy with compliations") in a 29-year-old female patient who had essure (batch no. 626909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 ((B)(6)2005, (B)(6)r2016, (B)(6)2008). On (B)(6)2008, the patient had essure inserted. In august 2008, the patient experienced anxiety ("mental anguish"). In october 2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 10 months 25 days after insertion of essure. On (B)(6)2008, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On (B)(6)2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("pain in abdominal area") and depression ("depression"). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, menstrual disorder, abdominal pain, anxiety and depression outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The vaginal delivery occurred on (B)(6)2009. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, menstrual disorder and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: results: confirmed that essure was successfully occluded.. Diagnostic results: on(B)(6)2008, hysterosalpingogram revealed occlusion of both fallopian tubes, optimal position of left essure device and distal migration of the principal component of the right essure device. A small metallic fragment is noted just distal to the right isthmus. On (B)(6)2009, ultrasound revealed that the right essure microinsert is not seen, the left one is in correct position. On (B)(6)2009, findings revealed normal cervical epithelium and slight acetowhite changes to posterior glands. On (B)(6)2009, ultrasound scan revealed single iup measuring 20 weeks 1 days, no gross fetal anomalies are seen. Afi is normal. Cervix is long and closed. Posterior placenta without previa. Maternal ovaries normal. There is an echogenic linear structure noted in left interstitial portion of the uterus. This is most likely essure coil. On (B)(6)2009, findings revealed the fetus is in breech position with the placenta located fundally and anteriorly. Concerning the injuries reported in this case, the following ones were confrimed in patient¿s medical records: pregnancy with contraceptive device and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Event depression added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device/migration of essure device: outside tube"), device breakage ("device breakage") and pregnancy with contraceptive device ("post-implant pregnancy") in a (B)(6) female patient (gravida 4, para 4) who had essure (batch no. 626909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((B)(6) 005, (B)(6) 2016, (B)(6) 2008). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 3 months 7 days after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("pain in abdominal area"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, menstrual disorder and abdominal pain outcome was unknown. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The vaginal delivery occurred on (B)(6) 2009. The reporter considered abdominal pain, device breakage, device dislocation, menstrual disorder and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed that essure was successfully occluded. On (B)(6) 2008, hysterosalpingogram revealed occlusion of both fallopian tubes, optimal position of left essure device and distal migration of the principal component of the right essure device. A small metallic fragment is noted just distal to the right isthmus. On (B)(6) 2009, ultrasound revealed that the right essure microinsert is not seen, the left one is in correct position. On (B)(6) 2009, findings revealed normal cervical epithelium and slight acetowhite changes to posterior glands. On (B)(6) 2009, ultrasound scan revealed single iup measuring 20 weeks 1 days, no gross fetal anomalies are seen. Afi is normal. Cervix is long and closed. Posterior placenta without previa. Maternal ovaries normal. There is an echogenic linear structure noted in left interstitial portion of the uterus. This is most likely essure coil. On (B)(6) 2009, findings revealed the fetus is in breech position with the placenta located fundally and anteriorly. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy with contraceptive device and device breakage. Most recent follow-up information incorporated above includes: on 19-mar-2018: pfs and medical record received. Lot number added. New events added- device breakage and pain in abdominal area. Lab data added. Pregnancy outcome updated. Historical condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.